Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported problem. Further investigation was performed; the customer problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump showed it was finished but it still had 6mls in it. The patient stated that he thought it ended earlier than usual but really does not know. They had a pump that stated it was finished but it was 6 hours early, and when the patient came in to the office, there were 16mls of fluid left in pump. Starting volume was 100mls=2.2mls length 46 hours. It was started at 1515. Patient not affected.